Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had a power on reset (por). The remaining longevity estimator had been corrupted as a result of storing an invalid (null) battery voltage measurement post-por. The ICD was falsely reporting short remaining longevity estimations and a red bar. The device remains in use. No patient complications have been reported as a result of this event. Remaining longevity show <(><<)>1months at post 3 months implant check. The battery voltage was at 3.02v and no green bar to indicate the device longevity is greater than 5 years. We have a concerned whether the device is still in good performance behavior. (B)(4).

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 6935m62 lead, (B)(6) 2014; 4398-88 lead, (B)(6) 2014. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed illegal address on (B)(6)-2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.